Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump and successfully carried out the reset, with no recurrence of the malfunction code. Customer was advised to call back if the issue reoccurs, and acknowledged understanding of the guidance provided.